Event description:
It was reported the patient presented for an in clinic follow up. Upon leadless device testing, the leadless pacemaker was unable to run either the sense tests or capture threshold tests because another test was in progress. Programming changes resolved the issue. The follow up concluded without any further issue. The patient was stable.